Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator changeout procedure, the pulse generator was unable to be interrogated and exhibited backup operation due to exposure to electrocautery. An electrocardiogram revealed the device also exhibited intermittent output. The device was explanted and replaced. No adverse consequences occurred to the patient.